Event description:
It was reported that the impedance on the lead dropped from 400-500 ohm range down to 200 ohms bipolar. The system was unable to capture at max output bipolar. There was intermittent capture in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.